Manufacturer narrative:
G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in the initial MDR. H6 - health effect - clinical code (e): 1937 corrected to 4581: significant reduction of iridocorneal angles. Surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and significant reduction of iridocorneal angles, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).